Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified a broken shell, underweight, crease fold, and wear abrasion. A microscopic analysis was performed which identified a crease sharp on the posterior side due to a fold flaw opening and non-penetrating nicks (stress marks). This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device has been explanted.